Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not available at the time of this report.

Manufacturer narrative:
The device is not available as is remains implanted in the patient and therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing surgeon's feedback and information available, we can conclude that adverse impact was observed to patient due to cyst. Probably prodense ( injectable regenerative bone graft ) injected in patient to recover cyst without disturbing the existing tibial and talar components. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the cyst . If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to a cyst. A screw from the base plate will be removed. The components have not failed but the surgeon is trying to manage the cyst.